Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the insulin would not flow into the tubing while priming and she got a no delivery alarm. It was reported that they changed three reservoirs and the third one worked. Customer reported that the event was resolved by reservoir change. The customer was advised the reservoirs will be replaced when we get them in stock. The insulin pump will not be returned for analysis.